Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the available information, the reported difficult or delayed positioning (anatomy) appears to have been a result of challenging patient anatomy. A cause for the reported difficult leaflet grasping could not be determined. The reported clip caught on chordae appears to have been a result of the reported difficult leaflet grasping. The reported foreign body in patient was a cascading event of the reported clip caught on chordae. The reported unchanged mitral regurgitation (mr) appears to have been related to the reported clip caught on chordae. The reported patient effects of foreign body in patient and mr, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The second clip delivery system and second steerable guide catheter devices referenced are filed under separate medwatch report numbers.

Event description:
This is filed to report clip caught on chordae, deployed partially in chordae and foreign body. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4+ and mean pressure gradient of 6 mmhg. The patient has severe mitral regurgitation (mr) and was turned down by two sites for heart transplant; therefore, it was decided to perform the mitraclip procedure to stabilize the patient for heart transplant. Prior to the procedure, a small pericardial effusion was noted but it was very small and was not addressed. The clip delivery system (cds) (01201u103) was advanced; however, an aorta hugger was noted due to the patient anatomy and there was no support from the septum. Troubleshooting was performed and the cds was positioned. Grasping was performed with difficulty, and the clip got stuck in the chords. The clip was not able to be completely freed and was deployed on the posterior leaflet and chordae. There was no change to mr. It was decided to remove the steerable guide catheter (sgc) (10108u234) and the cds and make a new transseptal puncture that would provide more support. The new transseptal puncture was made in a thicker section of the septum which had more height and support. The same sgc was advanced without issue and the second cds (01201u104) was advanced to the valve. The clip was deployed, reducing mr to 2+. When the sgc was removed, the patient blood pressure dropped and the patient flatlined, cardiopulmonary resuscitation (CPR) was performed. Echocardiogram showed the pericardial effusion had gotten bigger and it was unknown where it was coming from. After 15 minutes of CPR and additional medication, the patient became stable and the patient remained stable for 45 minutes. It was then noted that there was a small hole where the second transseptal puncture had been made. Therefore, the team decided to treat the patient with open heart surgery and stitch the small hole in the septum. The patient was placed on extracorporeal membrane oxygenation (ECMO) and the chest was closed. The patient remains stable, two clips implanted reducing mr to 2+ and mean pressure gradient of 6 mmhg. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the available information, the reported difficult or delayed positioning with the anatomy appears to have been a result of challenging patient anatomy. A cause for the reported difficult leaflet grasping could not be determined. The reported clip caught on chordae appears to have been a result of the reported difficult leaflet grasping. The reported foreign body in patient was a cascading event of the reported clip caught on chordae. The reported unchanged mitral regurgitation (mr) appears to have been related to the reported clip caught on chordae. A cause for the reported nervous system injury and death could not be determined. The reported patient effects of unchanged mr, foreign body in patient, and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. This event was further reviewed by an abbott medical affairs director. The reviewer stated that: ¿there is no evidence that death was related to the device but was likely related to the procedure since the need for surgery was prompted by the pericardial effusion. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report filing, additional information was received reporting that on (B)(6) 2021 the patient died due to no brain activity. The physician suspected that the pericardial effusion became bigger. The clips remained stable and attached to the leaflets. The patient had no brain activity and the family decided to withdraw care and the patient passed away. No additional information was provided.